Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had intermittent image issues. The issue occurred during a transurethral resection of bladder tumor therapeutic procedure, which was completed using an olympus back up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water inside the adapter, the charged coupled device, and the cable. A root cause could not be identified. Based on the results of the investigation, it is likely there was image interruption due to water damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.